Event description:
The customer reported a precharge voltage error which results in the sys failing to boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The mainframe battery packs were replaced. The sys was then found to be operating as intended.